Manufacturer narrative:
Image analysis #285132811:three images were received for review. Image 1: ¿image received of heating element/coil of closurefast device. Image seemingly shows the heating element damaged, consistent with the reported event. Lot number # of the device could not be confirmed from the returned image.¿ image 2: image received of heating element/coil of closurefast device. Image seemingly shows the heating element damaged, with burnt biologics and seemingly the coil is exposed, consistent with the reported event. Lot number # of the device could not be confirmed from the returned image.¿ image 3: ¿image received of heating element/coil of closurefast device. Image seemingly shows the heating element damaged, with burnt biologics and seemingly the coil is exposed, consistent with the reported event. Lot number # of the device could not be confirmed from the returned image.¿ devce return no ancillary devices from the procedure were received with the device. Pin condition: no issues identified in the catheter connector and no kinks were noted along the catheter shaft. Heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed burnt biologics/bubbling of the fep layer of the heating element/coil. Examination also revealed the heating element/coil of the device was seemingly exposed . The catheter connector was plugged into the resistance test to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria o test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 86.0 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 111.2 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.71 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.06 k ohms) all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a closurefast rfa catheter for treatment of the great saphenous vein (gsv). It was reported the "plastic" surrounding the heating element melted. Another catheter was used to complete the case. No patient injury reported.